Event description:
It was reported, that the right ventricular was capped and replaced, due to unspecified reason. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145319.